Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A damaged downstream occlusion (dso) sensor was noted. Functional testing was performed. The downstream occlusion (dso) sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was stated error 1660. There was no reported patient involvement. Evaluation of the returned device identified the damaged downstream occlusion (dso) sensor.